Manufacturer narrative:
The autopulse platform in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during device check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) when powered on. No patient involvement was reproved.

Manufacturer narrative:
The reported complaint for the platform displaying error message user advisory (ua) 07(discrepancy between load1 and load2 too large) was confirmed during archive review and initial functional testing. The defective load cell module 2 was replaced to remedy the fault, after which the platform passed both the run-in and all final functional testing. No physical damage was noted during visual inspection. The review of the archive data indicated that error message ua 07 occurred on (B)(6) 2017, rather than on the reported event date given by the customer of (B)(6) 2017. The platform failed the initial functional testing due to error message user advisory (ua) 07 (discrepancy between load1 and load2 too large) displayed when the unit was powered on. Load cell characterization test was performed and the load cell module 2 was found to be defective. Historical complaints were reviewed for service information related to the reported complaint and there was no similar related complaints for autopulse sn (B)(4).